Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A correlation between left ventricle assist device (lvad) serial number (B)(6) and the left ventricle and aortic tears could not be established. No device-related issues were observed during the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft, outflow graft clip, apical cuff and outflow graft bend relief were not returned. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files were retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) lists driveline infection as a potential adverse event as well as a potential late post-implant complication that may be associated with the use of the hm3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Although bleeding was not specifically reported by the center, it was reported that the patient experienced tears to the left ventricle and aorta during the pump exchange. Bleeding is listed in the lvas IFU as potential adverse events that may be associated with the use of the hm3 lvas. Section of the hm3 lvas IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in case there is a risk of bleeding. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange due to a suspected driveline infection. The pump exchange was successful. During the procedure it was observed the patient's left ventricle had a spontaneous tear along with the ascending aorta, which were determined to be not related to device therapy. The original outflow graft was left intact and attached to the new pump. The ventricle and aorta were repaired prior to leaving the operating room (or). The ventricle and aorta tear were not related to the ventricular assist device (vad) and the pump parameters were normal during and after the exchange. The patient was to remain on antibiotic therapy while recovering in the ICU before being discharged home.